Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshoot this issue with customer over the phone and suggested to swap the graphical user interface (gui) to breath delivery (bd) cable and the power supply. Covidien was not authorized to service the device.